Event description:
User stated in 2007 before the first case, the unit tried to reboot by itself and would not come up or allow fluoro. No patient involvement was reported.

Manufacturer narrative:
Gehc surgery field service engineer evaluated system and found the bartow bug and a connection problem to the image processor. Reset connection to ip board. Reset the ffb and the gib board and reloaded cal files. Could not duplicate the original error. System was returned to operation.